Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019. The patient experienced excessive vault and severe glare and haloes. The reporter stated that the severe haloes may be due to vault pushing pupil wider. The lens remains implanted. The doctor plans on exchanging the lens for a shorter length lens but the patient is currently pregnant, so he will have to wait until she delivers later this year. If additional information is received a supplemental medwatch report will be submitted.